Event description:
The customer reported the ventilator lost ac power when the circuit breaker in the hospital room tripped and it did not switch over to backup battery or alarm. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the ventilator diagnostic log history noted that when the ventilator was powered on by the user it displayed a message 'backup battery not connected', indicating to the user that the battery in place for backup power had a low capacity for use. The manufacturer's field service technician reported the ventilator displayed 'backup battery not connected' when it was powered on for evaluation. During evaluation, the service technician reported the ventilator shut down and alarmed when ac power was removed. The service technician could not duplicate the report of the ventilator not alarming upon shut down. The service technician confirmed the backup battery was depleted. The battery was replaced to address the findings. Performance verification testing was completed and tests passed to operating specifications. This event is being reported as a user error.